Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. According to the information received that "when using the extractor to remove the pins, it was made force by closing the clamp but it did not do its function of reacting the pin, it works well at times. So it is decided to continue using the engine to remove the pins." The product was not returned to depuy synthes; however, photos were provided for review. See attachment "source file - (B)(6).¿ photos were provided for review, however the evidence provided was not sufficient to confirm the reported event of will not hold/retain. Functionality and device interaction issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached have insufficient evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
When using the extractor to remove the pins, force was applied to close the clamp. However, the pin did not react. The device works fine at times therefore, it was decided to continue using the motor to remove the pins.